Manufacturer narrative:
Initial reporter phone: (B)(6). Device is a combination product. (B)(4).. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, concentric, de novo target lesion was located in the non-tortuous and mildly calcified mid to distal left anterior descending (lad) artery. A 2.75x38mm promus element long drug-eluting stent was deployed to treat the lesion. However, post implantation, it was noted that the stent shortened than its labeled size. The stent was then dilated with a balloon several times and the procedure was completed. No patient complications were reported and the patient's status was stable.